Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: desufflation lever condition conforming, inner gasket condition nonconforming, outer gasket condition conforming, sleeve condition nonconforming, stopcock condition conforming. Functional tests & results: flapper door functional conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the reported "white ribber o ring detached from the trocar". The innner gasket was received dislodged from its original position. The gasket was received complete. No conclusion could be reached as to how the inner gasket had become dislodged from its original position. Co reviews each incident as it occurs in an effort to continuouly improve products and processes.

Event description:
The 512sd was used during an unk procedure. It was reported the white rubber o-ring detached from the trocar. There was no consequence to the pt. 8/1/97 there is no other info available.